Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. There was no recurrence of the malfunction code after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code recurs, and they acknowledged this guidance.